Manufacturer narrative:
Pump received with critical pump error (open book image) and unable to download due to corroded electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image). Corrosion was also found on the motor, the force sensor, and the battery tube during visual inspection. Pump received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, missing end cap address label, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's case was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.